Event description:
The pump was sent for use on a pt at a facility. The pump would not power on correctly. Pump failed to power on despite operation attempts on battery and also while plugged into outlet. Pump failure confirmed upon receipt of pump back to company. Prior to pump delivery, pump passed operational test, as per manufacturer protocol. Resulted in a break in therapy for the pt for 2 days.